Event description:
It was reported that during a routine follow up, the atrial lead exhibited noise. The noise could not be reproduced with isometrics. It was believed that the noise was due to exposure to emi. All electrical values were within normal specifications. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.